Event description:
On (B)(6) 2025, a perceval plus valve pvf-m was implanted. After de-clamped, pvl was noted, and the valve was explanted. Inspiris 23mm was implanted as a replacement. No further information is available at this time.

Manufacturer narrative:
Updated fields: 4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.